Event description:
Notified by medtronic of product failure of synchromed -el 18 ml and need to replace a synchromed ii 20 ml pump. We have recently discovered a new problem that can occur with any pump replacement from medtronic. The old synchromed -el pumps had an accuracy of delivery of +/- 25% of the dose indicated on the pump computer - that accuracy remains "stable" throughout the life of that particular pump- the new synchromed ii pump has an accuracy of +/- 14%. It is therefore possible to have a significant difference in dosage between the 2 pumps despite having the same dose reading on the computer. In this pt she was receiving 0.794 mg of morphine per day for years from her el pump. With a plus minus accuracy of 25% this could have been a daily dose between 0.596 through 0.9925 mg/day. A new synchromed ii pump was placed and programmed to deliver the same 0.794 mg per day. Within a few days she was in withdrawal. Taking 14% of that rate would yield a possible daily dose from 0.683 to 0.905 mg per day. Currently on the new pump we are delivering to 0.921 mg/day and again close to stabilizing her. If you take the minimal dose for the old pump to the max dose for the new pump, then a rate of 0.794 could be either 0.596 going to 0.905 mg per day -a significant over dose- or from other direction 0.9925 going down to 0.683 mg per day - a significant under dose = we have also heard about this same problem with a couple of recent baclofen pump replacements from medtronic where we have been receiving calls of signs of baclofen withdrawal after new pump placement. This pt required two trips to the operating room to assess her new pump placement and two admissions. She is currently an inpatient to ensure she safely reaches appropriate dosing and the pump is functioning. Dates of use: 2009. Diagnosis: pain. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.